Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and undefined impedance values and noise. The lead was suspected to have fractured. Plans for a lead extraction and replacement were made. There was note of an existing capped atrial lead due to fracture. No patient complications have been reported as a result of this event.